Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. Additionally, per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the atrial fibrillation is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, a 29mm sapien 3 valve was successfully deployed during a transfemoral tavr procedure. Post procedure, a pause and atrial fibrillation occurred and a temporary pacemaker was placed. However, symptoms were frequently observed and a permanent pacemaker was implanted on postoperative day (pod) 1. On pod 6, the outcome was determined as in remission.